Event description:
It was reported that the patient was unable to adjust his stimulation. A "call your doctor" icon and power-on-reset condition were detected. The patient did not use his stimulation for " couple of weeks" and then checked the battery level and noticed it was very low. The por condition was cleared and resolved the reported issue; the patient was able to recharge his ins.

Manufacturer narrative:
Product ID: 3888-45, lot #: v402917, implanted: (B)(6) 2010, product type: lead; product ID: 3888-45, lot #: v420671, implanted: (B)(6) 2010, product type lead; product ID: 37752, serial #: (B)(4), product type: recharger; product ID: 37743, serial #: (B)(4), product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).